Manufacturer narrative:
Lot number - 18k018, 18c026. Two (2) single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the two returned devices. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that four (4) large volume infusors leaked prior to patient use. Three of the devices leaked from the blue winged luer cap, and one device leaked from an unspecified location. There was no patient involvement. No additional information is available.